Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a damaged connector with a lock detached and unable to lock. The probe unit pink rubber was found cut to the core. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported an image problem during a procedure. No patient injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A DHR review confirmed that there was no abnormality in manufacturing of the device. The instructions for use state: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." The root cause could not be identified but based on the findings, it was speculated that probable causes include external forces such as hitting or falling off the area which could cause damage to the device. The user facility confirmed the event date and reported that the issue occurred at the end of a procedure. The procedure was completed with the same device. No delays or injuries were reported.